Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow-up, the pd registered nurse (pdrn) reported the patient presented to the pd clinic with complaints of nausea and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration not provided). The pd effluent culture resulted positive for staphylococcus epidermidis. The cause of the peritonitis was determined to be touch contamination by the patient. The patient did not require hospitalization and continued to complete pd therapy utilizing the liberty select cycler. There was no cassette leak or other issue with any fresenius product(s) reported for this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination by the patient. The pd effluent culture result of staphylococcus epidermidis supports the touch contamination cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow-up, the pd registered nurse (pdrn) reported the patient presented to the pd clinic with complaints of nausea and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration not provided). The pd effluent culture resulted positive for staphylococcus epidermidis. The cause of the peritonitis was determined to be touch contamination by the patient. The patient did not require hospitalization and continued to complete pd therapy utilizing the liberty select cycler. There was no cassette leak or other issue with any fresenius product(s) reported for this event.